Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) hospital (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an upsylon device was implanted into the patient during a laparoscopic sacral colpopexy, enterocele repair, rectocele repair, perineal reconstruction and cystoscopy procedures performed on (B)(6) 2015, for the treatment of uterine prolapse and posterior vaginal prolapse. After the procedure, the patient was said to be in stable condition. Moreover, vaginal vault prolapse, enterocele, intact vesical mucosa, bilateral efflux of dye-stained fluid, rectocele and perineal defect were discovered during the implanting procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury.